Manufacturer narrative:
As of 12/02/2024, eturned product were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. As of 01/02/2025, retained samples were evaluated by the manufacturer with no issues found. UDI notes: the expiry date is not present on the device label.

Event description:
On the initial report received by aso on 09/17/2024, the consumer stated that she had a sore on her leg and applied the product for approximately eight hours. When she removed the product, it tore the top layer of her skin. On the completed consumer information report (cir) received on 11/05/2024, the consumer states that the wound became infected. Doctors treated the wound, which is starting to heal now. The consumer states that the issue was with the tape.

Manufacturer narrative:
As of (B)(6)2024 returned product were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on the device label.

Event description:
On the initial report received by aso on (B)(6)2024, the consumer stated that she had a sore on her leg and applied the product for approximately eight hours. When she removed the product, it tore the top layer of her skin. On the completed consumer information report (cir) received on (B)(6)2024, the consumer states that the wound became infected. Three doctors treated the wound, which is starting to heal now. The consumer states that the issue was with the tape.